Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000522, serial/lot #: none. (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the onsite engineers replaced the blown fuses in the back of the mobile view station (mvs). The system has been fully tested and is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that monitor on the mobile view station (mvs) was not displaying anything although it had a green light for power.